Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she noticed a motor error alarm this morning on the insulin pump. Customer's blood glucose was at 458 mg/dl. Caller declined troubleshooting for her high blood glucose. Caller treated with a syringe. Caller reported that the drive support cap appears normal. Caller was assisted in clearing the alarm. Caller performed the pump rewind and had 7 motor error alarms within the last 30 days in the alarm history. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to moisture damage on the force sensor resistor also, unable to perform prime test, no delivery test due to motor error alarm. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. The motor passed motor test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.